Manufacturer narrative:
Pump received with critical pump error alarm. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was received with critical pump error (open book image) alarm, pump error 63 alarm(variable 9) alarmed during self test due to a software error, and pump error 75 alarm due to moisture damage found on the electronic assembly, and pump error 25 alarm due to a loose connector. The critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the pump completed the boot up process normally. Pump received with scratched case, pillowing keypad overlay, cracked retainer, and a minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went swimming in the ocean with her pump. Her blood glucose was 6.2 mmol/l. She said that when she was finished swimming, she had a low battery alert on her pump, replaced the battery and received an alarm. The customer put in another battery and said that the alert occurred again. She said that the pump may have been wet while she was replacing the battery. The customer said that when she got home, she tried to start the pump and that the critical pump error image appeared on the screen. The customer stopped using the pump and began using her backup pump. She was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to a backup plan per her doctor¿s orders. The insulin pump will be returning for analysis.